Event description:
Pt had abdominal surgery done on (B)(6) 2013 for the removal of scar tissue. When she got home she was throwing up blood and fecal matter. She was rushed to the ER and was reoperated upon after 3 days it was discovered that the robot that was used for the initial surgery had cut her small intestinal and the pt had developed abdominal sepsis. She was on life support for a couple of days and was hospitalized for two months. Pt is not very certain of the device that was used, but thinks it was the da vinci robot based on an article she read in a magazine.